Manufacturer narrative:
Findings: pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected alarm alarm noted. Pump had motor error alarm during occlusion test due to faulty force sensor resistor. Motor passed motor test. Pump received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call unexpected restart alarm on the insulin pump. Customer¿s blood glucose level was 110 mg/dl. Troubleshooting for the unexpected restart alarm was performed. Customer replaced the battery on the insulin pump and the alarm occurred during normal use. There were several instances of the unexpected restart error alarm during normal use as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.